Event description:
It was reported that the patient experienced cardiac tamponade, perforation of the left atrial appendage (laa), and low blood pressure. During a pulse field ablation (pfa) procedure a farawave catheter was used. The septal puncture was performed with a non-boston scientific catheter and radiofrequency (rf) needle, then a pre-map was done with a non-boston scientific mapping catheter. The farawave catheter was inserted afterwards, and upon the first ablation delivery with the catheter a decrease in blood pressure was observed. A cardiac tamponade was confirmed, and drainage was performed. Arterial blood was taken from the drain and it appeared to be bleeding from the left atrium. The cause of the tamponade was considered to be perforation of the laa by the guidewire. The cardiac tamponade extended the patient's hospitalization. It is unknown if the procedure was completed successfully. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.